Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed.